Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that on (B)(6) 2024 the patient experienced infusion set tubing detached from connector and this issue was observed prior to insertion when packaging first opened. At the time of issue the blood glucose level was 140-150 mg/dl. Also, patient replaced infusion set and resumed insulin deliveries successfully. No further information available.